Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated buttons were harder to press. The customer stated that the insulin pump rejected new batteries and had unexplained no delivery alert. The insulin pump had motor and rewind error and motor make grinding and screening noise. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.